Event description:
The manufacturer received information alleging a low oxygen flow condition occurred. There was no harm or injury reported. The ventilator was replaced with an alternative device. The device has been returned to the manufacturer, but the evaluation has not begun at this time. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a low oxygen flow condition occurred. There was no harm or injury reported. The ventilator was replaced with an alternative device. The device has been returned to the manufacturer, but the evaluation has not begun at this time. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's oxygen blender pca needs to be replaced to address the issue. Since the service life of the device ended on 6/25/2026, the repair was canceled due to the lease term of the device being up. The device will be scrapped. The faulty oxygen blender pca will be returned to pil